Event description:
It was reported by the customer that a pyxis medstation es system was in critical override mode. The customer stated that the user was able to remove the medication from another station and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software application issue. A technical support specialist noticed that the database was at 7854 total and used 7530, and ran a manual shrink of the database in the command shell. The database was updated to 7531 and 7512 used size to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.